Event description:
Procedure type: adrenalectomy. According to the reporter: the surgeon was unable to close the clip applier in the correct way. The clips were unable to close in a proper way. The visibility was less and the clips did not close properly, but instead of that it ruptured the vein. This caused bleeding of less than 250cc. A new device was used to correct the issue. The pt is currently healthy.

Manufacturer narrative:
(B)(4).